Event description:
It was reported by dealer that the tilt does not work on the tdxsp-cg power chair, no power coming from the gtam box. No injury reported. Consumer is sole owner of chair. Consumer was sitting in chair when the tilt stopped functioning. No additional information available per dealer.